Manufacturer narrative:
Device evaluation: one used product sample was received for evaluation. Review of the manufacturing records and visual inspection of the returned sample found no issues. Measurements of the dimensions of the returned sample also confirmed the product had been manufactured to specification. Functional testing found the obturator to be inserted and removed from the tube without difficulty.

Event description:
According to reporter, the user's caregiver (pt's parent) tested the obturator fitting within the tracheostomy tube. During this testing, the obturator could be removed from tube successfully. According to reporter, the pt's parent then inserted the device into pt and had difficulty removing the obturator from the tube. According to reporter, the pt's parent and nursing staff then performed an emergency exchange of the tube. No permanent adverse effects reported.